Manufacturer narrative:
Other applicable components are: product ID: 3389s-28, lot#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3389s-28, serial/lot #: (B)(4), ubd: 29-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep was asked by the doctor to meet with the patient to review charging. But when the rep met with the patient to teach them charging, patient complained of other issues. Rep asked patient if they mentioned any of these to the doctor to which they said no. The patient complained of the patient programmer (pp) too but tested it and it was working. Patient needed more education and to stop pushing all buttons so fast and randomly. The rep taught recharging to the patient and his wife. Patient stated they had been in touch with patient services to replace the pp already. The patient also complained of a doctor who claimed the lead was not connected. Patient complained that the chest was swollen and lots of pain at chest. It was indicated that patient had done cardiac issues. Rep was not sure if patient had surgery but asked about device turn off for such procedure. Patient also claimed he has lost a lot of weight but not sure if it was 6lbs. Patient was very hard to understand and seemed a bit disoriented at times. Patient also presented very dyskinetic which made it hard to hold still during recharging. Patient claimed they feel pain during recharging. Patient services gave patient the stickers to hold antenna. Patient was confused as they thought it would cushion to take away the heat or pain he claims he felt. Patient has received a new pp and an new antenna already. Impedances were ran and confirmed no issues. The rep observed the ins site and saw no redness or swelling but referred back to the neurosurgeon for that issue. The rep did not observe any heating , all devices were functioning properly. Patient has dyskinesia and needed to be sent to the neurologist to manage the device and medications more frequently. After troubleshooting patient said they feel pain at charging, but it was noticed patient was pushing the antenna while charging. Patient feels no pain when not touching their chest. Rep noticed that the ins was moving a bit in pocket, and stated patient feels that and that it was swollen in there. Patient was to follow up with the neurologist and neurosurgeon to report pain and claims of swelling. Patient was advised to hold still during recharging. The issue was not resolved at the time of the report.

Manufacturer narrative:
Product ID 3389s-28, lot# v592321, implanted: (B)(6) 2013. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the hcp. The MRI done (B)(6) 2016 showed "lead retraction" of the left lead and it was unable to be repositioned due to previously mentioned "complicated" cardiac issues unrelated to dbs therapy. The hcp was unsure if the issue had been resolved as the patient had not been seen by the clinic "since 2017."